Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced resistance while loading a cartridge onto the pump. In addition, it was reported that the customer received a minimum fill message and an occlusion alarm. Customer's blood glucose level reached over 500 mg/dl. Reportedly, the customer was not performing the load process correctly. Reportedly, the customer was able to successfully resumed insulin delivery via the pump.